Manufacturer narrative:
Device evaluation post market vigilance led an evaluation of one device. Visual inspection noted that the staple cartridge was fully fired with the sled fully advanced. Functionally no abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic sleeve gastrectomy procedure, the instrument did not fire and made a crunching noise. The device was able to be fired and all of the staples were deployed. To complete the procedure, another stapler was used. No patient injury or extension in surgical time.